Manufacturer narrative:
The customer¿s report that the drip chamber began to fill was confirmed. Functional testing showed backflow from the secondary line into the primary line during priming. The primary set¿s check valve was sent to the supplier for further analysis and backflow was confirmed. A particulate of calcium carbonate was found on the membrane inside the check valve. The root cause of the reported issue was backflow due to a particulate of calcium carbonate found on the membrane of the check valve. The origin of the calcium carbonate particle was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the drip chamber began to fill while attached to a patient. There is no report of patient harm.